Manufacturer narrative:
The customer complaint that unit fails the rotor error alarm was verified. The rotor error alarm section of the performance verification was performed five times. The first three iterations resulted in rotor errors between 30 seconds and one minute. The last two iterations resulted in flow errors at 2:09. All results are out of specification. The problem was isolated to the gearbox. A formal corrective and preventative action investigation was opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit fails the rotor error alarm test. There was no patient involved.